Event description:
After opening the breast custom pack and unwrapping the double basin the scrub tech noticed a small bug in the kidney basin, sterile field was torn down. We obtained another breast custom pack, unwrapped the double basin again & found a piece of debris on the edge of the double basin. Once again, the pack was discarded. The patient was not in the operating room during this event. Ref report: mw5161986.